Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The symmetry device was visually and microscopically examined. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from a longitudinal tear in the balloon material. The tear was noted to begin approximately 1mm proximal to the proximal edge of the distal markerband and extended distally across the balloon material for approximately 8mm. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues with the shaft of the device. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous vessel in an upper limb. A 5.5-2/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous vessel in an upper limb. A 5.5-2/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was stable.